Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. This occurred with 2 infusion sets from the same box. No adverse event was reported. The infusion set was requested to be returned for product evaluation.